Manufacturer narrative:
Internal complaint number (B)(4).

Event description:
Prometra ii pump was explanted due to volume discrepancy - underinfusion. Clinician specialist reported the events as follows- on (B)(6) 2019: patient medication was changed and double cap aspiration was done. On (B)(6) 2020: the patient had a dose change done by their pain management physician. On (B)(6) 2020: the patient was admitted to the emergency room due to multiple falls which caused a subdural hematoma. The cause of the fall is unknown. On (B)(6) 2020:the pump was inquired and it was confirmed that no errors were found. The patient undergoes brain surgery for the subdural hematoma and remained comatose after surgery. On (B)(6) 2020: the patient undergoes second brain surgery and condition post-op is unknown. On (B)(6) 2020:the patient was scheduled for a refill. Upon initial inquiry of the pump, no error codes were found. The volume discrepancy - underinfusion was found. (B)(6) 2020: the pump was explanted and the location of the pump is unknown. The patient's condition is unknown. The explanting physician believes that the pump malfunctioned and that the patient remained comatose after surgery due to lack of medication delivery. The explanting physician is unknown. The patient's pain management physician was not consulted prior to the explant. Explanting surgeon's name is currently unknown. Neurosurgeon treating the patient for the subdural hematoma is also unknown. Implanting physician was told that the patient did have a csf leak tracking into the pump site. Patient had only one prior refill following initial implant surgery and had med changed due to "itching." Volume discrepancy was not observed at any point prior to (B)(6) 2020 patient reportedly stated that they were falling often due to being in pain.

Manufacturer narrative:
Per internal medical review, "the patient remained comatose after surgery due to lack of medication delivery" is not consistent with withdrawal from fentanyl. Per fentanyl labeling on FDA's web site, coma is not a withdrawal effect. Bupivacaine has no withdrawal effects. A subdural hematoma caused by a fall can result in coma due to increased intracranial pressure. Multiple falls could potentially damage the pump, or a cause a catheter kink if the pump were to shift in location, resulting in a potential volume discrepancy. As the device is not available for return, no further evaluation is possible. A review of the DHR, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Internal complaint number - (B)(4).